Event description:
A malfunction was reported with the indication malf 0. There was no adverse impact to the customer's blood glucose level. Customer service provided instructions for resetting the pump, which resolved the malfunction without recurrence. Customer may continue to use the pump.